Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture baker grade iii diagnosed by MRI.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle material on the shell and an opening on the posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii diagnosed by MRI. Device has been explanted.